Event description:
Implant failed due to fracture. Results of the investigation has concluded in an update that is provided in this follow-up report.

Manufacturer narrative:
Results of the investigation has concluded in an update that is providedin this follow-up report.

Event description:
Implant failed due to fracture.